Event description:
It was reported that the left ventricular (lv) lead dislodged into the main coronary sinus and was capturing the atrium. The lead was explanted and replaced. It was also reported that the replacement lead had poor capture in the anterior vein during the procedure. The final position was workable but sub-optimal. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.